Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. The investigation is inconclusive for the alleged filter tilt and limb detachment. Per the reported event details, the filter apex was tilted against the ivc wall. A pta balloon was allegedly used to separate the apex from the wall. Therefore it is possible that procedural factors contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt are known complications of vena cava filters. Remove the denali filter using an intravascular snare only. Potential complications: filter malposition. Filter tilt. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: it was reported the filter was identified to be tilted prior to the retrieval procedure.

Manufacturer narrative:
Medwatch report # (B)(4) received. No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately two months post vena cava filter deployment; a scheduled filter retrieval procedure was performed successfully. Upon removal of the filter a detached limb was identified. A CT scan performed demonstrated the limb in the left renal vein. The next day an unsuccessful attempt was made to retrieve the detached limb. Guided fluoroscopy identified a portion of the limb in the pulmonary artery. No attempt was made to remove the limb from the pulmonary artery; however, the patient will be re-assessed if he becomes symptomatic.